Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient is experiencing fecal incontinence and worsening of baseline symptoms. They reported new onset of fecal incontinence of up to 3 times per day. They still endorsed this on (B)(6) 2022, however, at that time reports resolution with taking probiotics. On (B)(6) 2023, they still reported fecal incontinence. They stated that they have been "worked up' by gi, however, no note exists at the doctor's office. They reported worsening of nighttime leakage. They also reports more worsening on (B)(6) 2022 due to prednisone use. As of (B)(6) 2023 they still reported increased leakage. It was recommended in (B)(6) 2022 that they be evaluated for stress incontinence.  Device interrogation and device data was gathered. There was good impedance and battery life. This issue is possibly related to the therapy. They reprogrammed the device on (B)(6) 2022 and again on (B)(6) 2022. They were also given probiotics on (B)(6) 2022. The issue is ongoing. On 2023-08-18 additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the device was explanted/not replaced component: entire system action date: (B)(6) 2023 resolved without sequelae (B)(6) 2023.